Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. A valid serial number for reader has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (son of customer) reported scan errors when scanning 2 freestyle libre sensors with the reader. The customer was issued 2 replacement sensors and reader, but the caregiver reported that due to delay in receiving the replacement reader the customer experienced an adverse event. On (B)(6) 2021, the customer experienced symptoms of "felt bad", dullness, and lost consciousness. The customer was taken to hospital by ambulance, and a blood glucose result of 50 mmol/l was obtained. The customer was hospitalized, but the caregiver did not have information regarding treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. Please note that this report concerns 1 of the 2 sensors for which replacement device was issued; only 1 adverse event occurred. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (son of customer) reported scan errors when scanning 2 freestyle libre sensors with the reader. The customer was issued 2 replacement sensors and reader, but the caregiver reported that due to delay in receiving the replacement reader the customer experienced an adverse event. On (B)(6) 2021, the customer experienced symptoms of "felt bad", dullness, and lost consciousness. The customer was taken to hospital by ambulance, and a blood glucose result of 50 mmol/l was obtained. The customer was hospitalized, but the caregiver did not have information regarding treatment provided. There was no report of death or permanent injury associated with this event.